Manufacturer narrative:
Complaint article was received by d.o.r.c.. Investigation is ongoing.

Event description:
During a vitrectomy procedure issues with a pump occurred and as a result no aspiration was available. The procedure was not completed, the surgeon ended the intervention with a passive fluid / air exchange. Patient harm did not occur, however the health impact is not known for now.

Manufacturer narrative:
With regards to this event, one pump module was returned for investigation. Investigation of the returned pump module revealed a loose rotor connector inside the pump module. This triggered the error message and resulted in the pump module becoming nonfunctional. DHR review revealed no anomalies, in addition a review of the customers complaint history for the last 12 months did not show any similar complaints against the eva system involved. Based upon the available information the reported event is attributed to a random component failure.

Event description:
During a vitrectomy procedure issues with a pump occurred and as a result no aspiration was available. The procedure was not completed, the surgeon ended the intervention with a passive fluid / air exchange. Patient harm did not occur, however the health impact is not known for now.